Manufacturer narrative:
This is twelve of seventeen manufacturer reports being submitted for this case. Please reference article: tiwana, jasleen, et al. "Contemporary transcatheter mitral valve replacement for mitral annular calcification or ring." Cardiovascular interventions 13.20 (2020): 2388-2398.   The dates of the events are unknown; however, according to the article the study period was from september 2015 to april 2020. For this reason, the first day of the reported study period (01-septmeber 2015) was used as the occurrence date. Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator.   In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Based on the limited information provided in the article, the cause of valve migration is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through article ¿contemporary transcatheter mitral valve replacement for mitral annular calcification or ring¿ regarding a single-center study was conducted of valve¿in¿mitral annular calcification (vimac) and valve-in-ring (viring) tmvr from september 2015 to april 2020. Table 4 in the article reported the following: patient 5 had a 26 sapien 3 valve implanted (viring) which migrated 5 days post implantation. A second 26mm sapien 3 valve was implanted 10 days post op. The patient was discharged on post op day 29.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14584; 2015691-2020-14585; 2015691-2020-14586; 2015691-2020-14587; 2015691-2020-14588; 2015691-2020-14589; 2015691-2020-14590; 2015691-2020-14591; 2015691-2020-14592; 2015691-2020-14593; 2015691-2020-14594; 2015691-2020-14595; 2015691-2020-14596; 2015691-2020-14597; 2015691-2020-14598; 2015691-2020-14599; 2015691-2020-14600.